Manufacturer narrative:
Further follow up revealed the physician believed the catheter detachment was due to normal wear and tear due to the length of time the port was implanted. No pt complications resulted from this event. Co's evaluation found that the incident was due to device use and positioning. The instructions for use warn the physician against placing the catheter in a position that could cause clavicular shear. Co's conclusion is that improper placement of the catheter caused this incident.

Event description:
Four months after implantation, the catheter separated at the point where it was positioned between the first rib and the clavicle. The proximal end of the catheter was removed under angiographic control. This piece of catheter was discarded by the hosp. The port was removed and replaced. There were no pt complications.